Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported an unresponsive touchscreen. There was no patient involvement. Technical support provided remote assistance to the customer and advised to replace the touchscreen or the central processing unit (cpu) board. The customer reported that replacing the touchscreen resolved the problem.